Event description:
Clinical trial. It was reported that post index procedure, the pt died. The target lesion was located in the mid left anterior descending artery (lad) with 66.6% stenosis, a length of 26 mm and a reference vessel diameter of 2.8 mm. The physician pre-dilated the lesion and placed a 3.0 x 32 mm express2 bare metal stent. Procedural success was obtained with less than 30% residual stenosis. The pt was discharged one day later on aspirin and plavix, amongst others. In 2007, the pt had a hip replacement. Per investigator, the pt did well following his hip surgery, he was ambulatory and had no evidence of deep vein thrombosis. The pt was examined at the end of february in a primary hosp because of symptoms diagnosed as bronchopneumonia. He left the hosp the same day and rec'd an unspecified cephalosporin and bronchodilator (inhalation). On day 1565, the pt was found dead at home. An autopsy was not performed. In the opinion of the physician, there is a probable device relationship.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specs. The exact cause of the reported event could not be determined therefore the root cause will be documented as an 'anticipated procedural complication' because of the likelihood that the pt anatomy contributed to the reported damage and due to the lack of info implicating a root cause related to the device.